Manufacturer narrative:
Concomitant medical product: baxter pre-filled IV bag, therapy date: (B)(6) 2018. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the sicu, a bolus of 250 ml normal saline did not empty. It was reported that the bag appears to be collapsed and still contains approximately 20-50 ml of fluid. The customer had a go-live date of (B)(6) 2018 for a complete fleet refresh, software upgrade to v9.33, and addition of a server. There was no report of patient harm. The customer states since the under infusion/extra volume left in the infusion bags, they have changed their process and are now removing overfill.